Manufacturer narrative:
(B)(4). This device is not available for return because it remains implanted. The serial number of the device has not been provided; therefore, the device history record (DHR) cannot be done. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, the device was not returned to edwards for analysis because it remains implanted. The cause of the reported stenosis is most likely due to patient related factors. However, minimal information regarding this valve was received and subsequent attempts to get additional information regarding the condition of the device at the time of the procedure and patient health history were unsuccessful; therefore, the clinical statements cannot be confirmed and the root cause for stenosis of this device remains indeterminable. If additional information becomes available, a supplemental report will be submitted. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Reported, a (B)(6) male patient underwent a valve-in-valve procedure which implanted a 26mm sapien xt aortic valve into an existing 25mm aortic pericardial valve that had been in place at the time of the intervention for an unknown duration. The reason for the intervention was deterioration of the aortic pericardial valve leading to stenosis. Patient's outcome was reported as stable. No further information has been made available.